Event description:
Add'l info rec'd from rptr 2/25/02: rptr has tried to speak to a person in the FDA but no one has returned their phone calls. In addition, after a phone call from esc shortly after filing of the complaint no one has bothered to follow up. Therefore, rptr expects the FDA to fully investigate unauthorized and illegal advertising and use of the epilight hair removal system, with the promise of painless, and permanent hair removal. This complaint is founded on the fact that esc sharplan by and through its user did violate section 301.331 paragraph (h) of the FDA enforceable regulations and that is "the giving of a guaranty or undertaking, which guaranty or undertaking is false, except by a person who relied upon a guaranty or uncertaking to the same effect signed by, and containing the name and address of, the person residing in the united states from whom he rec'd in good faith the giving of a guaranty or undertaking, which guaranty or undertaking is false. In as much as the epilight is and has been offered to consumers with a different or adulterated use other than intended, then it follows that the companies are also in violation of sec. 301 331 paragraphs (a), (b) and (c). Co did offer and promise painless, permanent hair removal in 4-6 sessions, using the epilight hair removal system. Pt suffered many hrs of pain followed by sun-burned skin which required anti-biotics to prevent side effects or infection. The hair returned after 4 months. The ads continue on television and on the internet touting their painless, permanent hair removal system. Pt asks for help in stopping the false claims, promises and therefore the misuse of the epilight, that continue to attract new customers/pts and subjecting them to the false promises and potentially harmful yet ineffective treatments that rptr was deceived into suffering through.

Event description:
Advertised permanent hair removal via the painless epi light system. Responding to the adp, the pt was promised painless permanent hair removal from pt's back, shoulders, arms and hands in just 4-6 treatments. The treatments were very painful. The pt required immediate aloe treatments for burning and following all scheduled treatments, all of pt's hair has returned.